Event description:
Information was received that the bupivicaine was not working in a smiths medical portex spinal custom single shot tray. It was reported that the customer was unable to proceed with spinal anesthesia. No patient injury resulted.